Event description:
It was reported that during an iliac interventional procedure with a fox plus balloon, the balloon failed to inflate. Connections were checked, but the balloon failed to inflate. Although requested, there was no additional information provided. Analysis of the returned device found that fluid was leaking from the glue port in the manifold on the opposite side of the labeling resulting in lost pressure and a failure to inflate.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned product found no damage noted to the catheter. A new inflation device was used in an attempt to inflate the balloon. The balloon inflated, but fluid leaked from the glue port in the manifold on the opposite side of the labeling. The catheter lost pressure when the glue port leaked. Review of the device history record for this lot did not produce any findings relevant to this investigation. This type of reported incident will continue to be monitored.